Event description:
Depuy acromed received a medwatch form. According to the form, a screw broke shortly after it was implanted. It has reportedly caused irreversible nerve damage and chronic pain. The product code and lot code were not reported. The product was not returned for eval. No further action can be taken.